Event description:
Customer reported the system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated boards and connectors. System operates as intended. This MDR is related to ge healthcare complaint number.